Manufacturer narrative:
Zoll did not receive the lifeband in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up. To clear the ua45, the customer rotated the driveshaft to "home" position, following the administrative menu. However, the autopulse platform displayed ua18 (max take-up revolution exceeded) upon powering up. After attempting to restart the autopulse for use, the plastic clip that holds on the lifeband (lot # unknown) broke, and the platform continuously displayed the ua18 advisory message. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform (sn (B)(4).